Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with results obtained results of lo. The expected fasting blood glucose test result range is 100 to 130 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the study room. The test strip lot manufacturer's expiration date is 03/30/2019 and open vial date is approximately 2 months ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer is concerned with lo display results on his true result meter. I advised customer to discontinue use of the meter. Customer states he is not concerned with the other readings listed. Customer states his a1c is 8.3 done in (B)(6) 2017.